Event description:
Customer had an appointment with doctor. They ate at 11 am and at 11:30 checked their blood glucose and received a result of 222mg/dl. They were given 2 units of insulin. Less than 30 minutes later they couldn't get out of their chair. Paramedics were called and they received a blood glucose reading of 33mg/dl. The customer was given a shot of sugar and taken to the hosp and admitted. No controls were in use. A request was made for the return of the suspect and replacment product was sent.